Event description:
It was reported that the left screen image and the center screen image were lost during one or more endoscopy. There was no adverse pt effect. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.